Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing compounded baclofen via an implantable pump. It was reported that the patient has swelling in the pump pocket on (B)(6) 2025 after routine pump replacement for early replacement indicator (eri). The clinician was having difficulty interrogating the pump. The cause of the event was unknown. They attempted with an ultrasound to find the pump reservoir access port but were unsuccessful. The clinician finally able to interrogate and put the patient on minimum rate mode since unable to follow pump. The patient will have to have surgery to flip the pump back over. A surgical intervention was planned. The issue was not resolved. The healthcare provider (hcp) has no further information for medtronic.

Event description:
Additional information was provided from a healthcare provider via a company representative stated that hcp drained over 700 cc of fluid from patient¿s pocket. A sample was sent to the lab for analysis. The pump was interrogated after the draining and shown to have 0.6 cc of medication and on minimum rate. The hcp attempted to complete a pump fill, but it was determined that the pump was flipped. The hcp manually flipped the pump and completed the medication fill. The patient was sent home with an abdominal binder.

Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.